Manufacturer narrative:
(B)(4).

Event description:
Procedure: total laparoscopic hysterectomy. According to the reporter: the endostitch device functioned properly to close the cervical cuff. When the instrument was removed from the abdomen it was noted that a portion of the endostitch needle was missing. The surgeon examined the pelvic cavity and sterile field. An x-ray was ordered for recovery. Additional information has been requested from the site.